Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services by paramedics for low blood glucose on (B)(6) 2020. Blood glucose reading was 53 mg/dl. The customer was treated with glucose gel. Troubleshooting for the customer¿s low blood glucose was performed. Customer is not using sensor at this time. So, auto mode is also not used. The customer¿s last blood glucose reading was 260 mg/dl. The insulin pump will not be returned for analysis.